Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was explanted three and a half weeks after implantation due to different diopter was required. The same model lens of one diopter less power was implanted instead. Additional information was requested.

Manufacturer narrative:
The lens was returned in the replacement iol lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area. Both haptics are torn (still attached) in the outer gusset area. The optic is cut, typical of insertion and removal and pressed against the posts of the lens case. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. Information was provided that the 20.5 diopter was replaced with a 19.5 diopter. (B)(4).